Event description:
It was reported when using the pyxis medstation es system 4m had issues with items failing, preventing the user from issuing medication to a patient. The customer stated that there was a delay in patient care from the time the nurse contacted the pharmacy to the time that the pharmacy recovered the drawer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, d5, e2, e3, g1, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device did not fail the auxiliary half height drawer. A field service engineer cleaned all connectors for row board cable, cubie trays, and pockets. Then cleaned and reseated tie board cable in rear on drawer board, also reseated retractor cables to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that device did not fail the auxiliary 2.1 half height drawer. A field service engineer cleaned all connectors for row board cable, cubie trays, and pockets. Then cleaned and reseated tie board cable in rear on drawer board, also reseated retractor cables to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.

Event description:
It was reported when using the pyxis medstation es system 4m had issues with items failing, preventing the user from issuing medication to a patient. The customer stated that there was a delay in patient care from the time the nurse contacted the pharmacy to the time that the pharmacy recovered the drawer. There were no adverse events or injuries reported based on this event.